Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
No diagnostic imaging was conducted to confirm the alleged cause of lead insulation damage nor was there information that the alleged cause of lead insulation damage was visualized during the lead revision procedure.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, loss of capture and noise resulting in oversensing were noted on the right ventricular (rv) lead. It was suspected that the cause of the event was due to lead insulation damage. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.